Event description:
It was reported that the patient had a generator change and later that month the patient was hospitalized for an acute cerebrovascular accident (cva). Additionally, it was indicated by a patient family member, that prior to the stroke the patient had not taken anticoagulant medication in two days. While hospitalized the patient had a thrombectomy of the right middle cerebral artery thrombus and a urinary tract infection that was treated. The following month, the patient had a computed tomography scan and then presented to the hospital with cardiac arrest. The patient was at a rehabilitation facility and caretake found the patient unresponsive. Emergency medical service (ems) stated the patient was in ventricular fibrillation (vf) and appropriately shocked three times. The patient was administered epinephrine, and antiarrhythmic medication with no improvement, arrived at the hospital unconscious and remained pulseless. The patient cause of death indicated as sudden cardiac death. The patient is a participant in a clinical study.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 479888 lead, implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that information was provided by clinical site that indicated do not believe that procedure was contributing factor in patient's acute cva.